Event description:
During an atrial fibrillation procedure, air was aspirated when priming following transseptal in the middle of the procedure and st elevation occurred. St elevation improved and another introducer was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model xxxxxxx) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Corrected data: b3. Additional information received shows that the event date was incorrectly reported as 22 oct 2023.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.